Event description:
The event is reported as: the bands are falling apart. No pt injury reported.

Manufacturer narrative:
Eval: device history record review. Results: visual examination confirmed that the bands were deteriorated/broken. Device history review showed no similar defect reported during the mfg or packaging of this lot number. Conclusions: (B)(4) was implemented to address the issue. The device was manufactured prior to corrective action.